Event description:
Implant failed due to implant fracture at placement the initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report. Evaluation of the device showed that the catalog number provided by the user was incorrect, however the correct catalog number could not be determined due to state of the device. The catalog number, lot number and 510k number provided in the initial report were therefore removed from this follow-up report.

Event description:
Implant failed due to implant fracture at placement.